Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead. Additionally, it was noted that a very slight pacing impedance measurement variability increase was observed. The rv lead remains in use. No patient complications have been reported as a result of this event.